Manufacturer narrative:
(B)(4). The service engineer verified the malfunction in the diagnostic log. The graphical user interface (gui) touchframe printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
The customer reported that the ventilator had an error relevant to unresponsive touch screen. Although requested, it is unknown if the event occurred during patient use.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.